Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the freedom driver exhibited a fault alarm without any reason while the patient did usual activity. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the internal components of the driver revealed the cam follower on the secondary motor out of bottom dead center (bdc) position. Review of the electronic data revealed two permanent alarms, fault code 2d, which corresponds to a "secondary motor voltage too high" fault condition. This fault alarm is associated with both driver servicing and secondary motor operation. This fault condition was confirmed through visual inspection of the cam follower on the secondary motor being out of bdc position, which is indicative of an operation switch to the secondary motor. The driver in "as received" condition passed all test requirements, while on the primary motor, with no anomalies or alarms. Because the internal visual inspection revealed the cam follower on the secondary motor was out of bdc position, the driver was also tested on the secondary motor and exhibited an alarm, as expected. The driver passed all test requirements with no anomalies. The customer-reported issue could not be reproduced. A fault alarm was reproduced only as a result of forced, deliberate operation switch of the secondary motor. Despite the customer-reported issue, the driver performed as intended and there was no evidence of a device malfunction. Although the customer-reported fault alarm was most likely the result of an operation switch to the secondary motor, there was no evidence to conclusively determine why the driver switched operation to the secondary motor. There is not enough information provided to determine if the customer-reported "usual activity" was a contributing factor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing the file. (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a fault alarm without any reason while the patient did usual activity. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.